Event description:
Surgeon was using handheld drill with the guidewire. During removal, guidewire broke in half. Half the guidewire remained in the tibia; the surgeon was unable to remove. The other half was stuck in the 4.5 drill bit.